Event description:
It was reported that following a car accident, the patients spinal cord stimulation (scs) leads displayed high impedances. Programming optimization around the impedances initially worked; however, over time, the stimulation became less effective. The patient underwent a procedure where the system was explanted and replaced with a new system. The patient was recovering with adequate stimulation postoperatively. The leads and lead splitters were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 20291135. Brand name: n/a. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 20465524. Brand name: n/a. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 2000020363. Brand name: precision spectra. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 20775598.

Event description:
It was reported that following a car accident, the spinal cord stimulation (scs) leads displayed high impedances. Programming optimization around the impedances initially worked; however, over time, the stimulation became less effective. The patient underwent a procedure where the system was explanted and replaced with a new system. The patient was recovering with adequate stimulation postoperatively. The leads and lead splitters were discarded by the medical facility and will not be returned. Additional information was received indicating that portions of the devices were returned and are currently pending analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 20291135. Brand name: n/a, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 20465524. Brand name: n/a, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000020363. Brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 20775598. With all available information, boston scientific concludes that the reported event is a known inherent risk as documented in the instructions for use (IFU). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned portions of lead sc-2316-70 sn (B)(6) revealed that the leads were cleanly cut into two pieces near the proximal end of the leads and the distal portion of the leads were not returned. The clean-cut damage is a result of a typical explant procedure and is not considered a failure. No other anomalies were identified on the returned portion of the leads aside from the clean-cut. The returned lead splitters sc-3400-30 sn (B)(6) revealed that they were cleanly cut into three pieces near the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure and is not considered a failure. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead splitters. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 20291135. Brand name: n/a, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 20465524. Brand name: n/a. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6), batch: 2000020363. Brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 20775598.

Event description:
It was reported that following a car accident, the spinal cord stimulation (scs) leads displayed high impedances. Programming optimization around the impedances initially worked; however, over time, the stimulation became less effective. The patient underwent a procedure where the system was explanted and replaced with a new system. The patient was recovering with adequate stimulation postoperatively. The leads and lead splitters were discarded by the medical facility and will not be returned. Additional information was received indicating that portions of the devices were returned and are currently pending analysis.